Manufacturer narrative:
The product was not returned as it remains implanted. Lot information was not provided by the reporter. No definitive root cause could be established. Possible adverse events: loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
On (B)(6) 2023, a patient underwent spinal surgery consisting of seaspine's mariner posterior fixation system. On (B)(6) 2024, the reporter provided x-ray images that showed post-operative set screw backout. Revision surgery is not planned at this time. No further information was provided.